Event description:
Report of possible necrosis around catheter site following bone fragment removal from pt's foot. Four inch area of skin sloughing around catheter insertion site noted when cast removed 2-3 days post-op. Pt may require skin grafts.